Event description:
It was reported that during a coronary artery procedure of the circumflex, the physician advanced the device but wanted to reposition it. He 'pulled and pushed' the ultra stent delivery system (sds) several times and the stent dislodged onto the proximal shaft. The balloon was inflated and retracted back to the guide catheter (gc) where everything (sds, gc) was removed as a system through the sheath. There was no reported pt effect. No additional info provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned multi- link rx ultra stent delivery system (sds) noted blood visible on the hub, shaft, balloon, stent, and in the guide wire lumen, which is consistent with the sds advanced into the pt anatomy. The stent has dislodged distally from the balloon and was located over the tip of the sds and inside the tip of the non-abbott guiding catheter. There were six struts in the first row of proximal stent struts that were bent. The first four rows of proximal struts were flattened. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The sds was returned inside a non-abbott guiding catheter. The tip of the guiding catheter was flared and oval shaped. The guiding catheter was returned attached to a non-abbott rotating hemostatic valve (rhv). There was a whisper guide wire extending out of the tip of the sds. The stent outer diameters could not be measured due to the damage noted. Stent dislodgement can be influenced by many factors, including, but not limited to improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. It was reported that the pt anatomy was moderately tortuous which could have contributed to the reported dislodgement. Additionally, it was reported the physician wanted to reposition the stent, therefore the sds was pulled and pushed several times; which likely contributed to the stent dislodging from the balloon. An interaction with the flared and oval shaped tip of the guiding catheter would have contributed to the stent dislodging distally on the balloon and the noted damage to the stent. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported stent dislodgement appears to be related to the operational context of the procedure. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.